Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fell out of the jaws of the device. It did not fall into the pt. Used a new device to complete the procedure. There was no pt consequence.